Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was not confirmed. There was evidence of clogging due to foreign material found in the nozzle. There were also bending manipulation and insertion tube defects, a gap in the adhesive of the bending section cover, discoloration of the bending section cover adhesive, part of the insertion tube was caught and pinched (the insertion tube became deformed), the resin area became detached due to humidity/deteriorated due to the cleaning, disinfecting and sterilization method. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a 101-error code occurred while using gastrointestinal videoscope. The issue occurred during reprocessing, after the procedure had been completed. The equipment was neither disinfected nor sterilized. There was no patient harm associated with the event. The device was returned and evaluated, and there was evidence of incorrect reprocessing due to foreign material found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide a correction to device evaluation and additional information provided based on completion and attachment of the device evaluation: device available for evaluation? Yes - return date 22 nov 2022. Device evaluated by manufacturer yes. Device manufacturer date: jan 18 2022. The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was evidence of clogging due to an unknown foreign material found in the nozzle. Additionally, the bending section cover adhesive was worn out and separated, the connecting tube was wrinkled and scratched, the knob had play and less angulation, and the light guide tube was wrinkled, and an exchange was recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified but appeared to be soft plastic. The specific root cause could not be determined at this time. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling device as per the following instructions for use (IFU): operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.